Manufacturer narrative:
Continuation of d10: product ID: a820, serial# unknown, product type: software. Section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown drug via an implantable pump. Boluses per day: 4. The indication for use was non-malignant pain. The patient reported that the handset is messing up for about a month and getting worse. The patient stated the handset keeps telling him to restart the application and it is taking a long time to connect to the pump. The patient stated they get messages. The agent asked the patient to connect with the handset and communicator and patient said the screen was frozen and they were not able to do anything on the screen. The agent confirmed there was no error code on the handset and the patient powered on the handset and connected to pump. The agent assisted the patient with clearing out the data. The troubleshooting steps that were taken on the call resolved the issue. The agent recommended the patient monitor the device and call back for assistance if necessary. The patient called back the same day and mentioned the delay lag while connecting again. The agent reviewed information and considerations, and the patient confirmed they were able to re-start application and connect to the pump without delay/issue. The patient would monitor and call back as needed.